Event description:
Boston scientific received information that this right ventricular lead was dislodged. This rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. It is reasonable to assume that tensile forces applied during the surgery contributed to this observation. Further analysis of the lead revealed cuttings in the insulation and deformations of the outer conductor coil which resulted most likely from the explant procedure. Blood penetrated the lead in the cut area. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.